Event description:
It was reported that the 9900 system would not boot up and had a collimator iris error and low voltage alarm. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was retapped and the fluoro functions board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.